Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level read as "high" without a specific value provided. To resolve the issue, customer administered a correction bolus via pump. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin therapy.